Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had had a baclofen pump for (B)(6). The pump had recently run dry because it was going to reach eol. The reporter concerned that the catheter was not working properly because the pt was receiving 620mcg/day, which is above the average of 320. When the pt's health care provider went to explore the catheter, it was discovered that part of it was "sheered," so the pt's health care provider replaced the entire device, including the pump. The drug used in the pump at the time of the event was baclofen. Additional info has been requested; a f/u report will be submitted if additional info becomes available.